Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 5.0mmx20mmx40cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 14 atmospheres for several seconds. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6).